Event description:
It was reported to resmed that an astral device displayed an error message (sf190) related to outlet pressure sensor and an error message (sf133) related to peep valve pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The pneumatic block sensor board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).